Event description:
It was reported that pump screen was dark and would not turn on, and caller stated pump button was extremely difficult to press and required multiple presses to turn on screen. There was no adverse impact to the customer¿s blood glucose level. Customer worked with Technical Support to try different button press techniques until screen turned on, was instructed to continue using current pump for insulin delivery, and was provided replacement pump with guidance to put old pump into storage mode, re-enter pump settings, reconnect CGM, and return problematic pump using pre-paid label within 10 days.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown / Unknown / Unknown / Unknown.